Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, the helix was distorted/bent, there was blood in/on the helix mechanism, and there was apparent explant damage. (B)(4).

Event description:
It was reported that the atrial lead dislodged two times after the implant. It was also reported that there were positioning and fixation difficulties related to this lead. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.